Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. No unexpected power loss alarm noted during testing. Unit received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the insulin pump¿s battery but it continued to alarm a power error detected. Troubleshooting was performed. They were assisted with rewinding and priming the insulin pump. The insulin pump passed the self-test. It was noted that the customer had called back to report that they continued to have power error detected alarms. They tried using many batteries but the issue recurred. The customer¿s blood glucose level was unknown. The device will be returned for analysis.